Manufacturer narrative:
There is no documentation that shows a causal relationship between the event of peritonitis and the subsequent hospitalization, nor the ultrafiltration failure and the liberty cycler. Additionally, there has been no allegation against any fresenius devise(s) and the adverse events or any allegation that the liberty cycler did not perform as expected. The alleged event was not confirmed by the manufacturing plant. The device was not returned to the plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
On 18/jan/"2019" it was reported by the peritoneal dialysis (pd) registered nurse (rn) that this female, end stage renal disease (esrd) patient who began pd therapy for renal replacement therapy (rrt) on (B)(6) 2016 presented to the emergency room (ER) on (B)(6) 2017 with abdominal pain, cloudy effluent and a temperature of 100.6 f. The patient was hospitalized with the diagnosis of peritonitis. The cause was reported as touch contamination. However, hospital labs, testing or treatment rendered was not disclosed. Although, it was reported that during the hospitalization while the patient was recovering from peritonitis, the patient developed ultrafiltration failure resulting in the transition to hemodialysis on (B)(6) 2017. Additional information was solicited.